Event description:
It was reported that the rongeur's connection spring between the handle and the trigger did not work properly. This was detected in the cleaning disinfection process in the affiliate's warehouse. However, receipt of the instrument by depuy synthes spine on (B)(4) 2013 and examination found a small section of the flat spring had broken off from instrument.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual examination of the returned rongeur noted that a portion of the spring had broken off/was missing from the instrument, not allowing the instruments handle to operate properly. A review of the complaint trend analysis found no complaints were reported for the production lot during the past twelve months. This appears to have been an isolated event. No conclusions can be made as to the cause of spring breakage. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed.